Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe since it is not related to the device. Additional observations: deformation device observed on the device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reporting right side "severe capsular contracture" baker grade IV. Device has been explanted and replaced with non-allergan device.

Event description:
Healthcare professional reporting right side "severe capsular contracture" baker grade IV. Device has been explanted and replaced with non-allergan device.

Manufacturer narrative:
Continued e.1.(B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Photo analysis: visual analysis of the photographs identified: capsular contracture: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.